Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line). The patient was connected at the time of the alarm. This occurred during the initial drain cycle of peritoneal dialysis therapy. There was nothing found during troubleshooting that would have caused or contributed to the alarm. The technical service representative assisted the caregiver in clearing the alarm and advised the caregiver to restart therapy with new supplies. There was no patient injury or medical intervention reported. No additional information is available. This is report 1 of 2.